Event description:
The customer reported that an xhibit central station (xcs) failed to alarm for a 4.4 second pause. There was no report of patient harm or user harm associated with this event. A spacelabs healthcare product support specialist is currently working with the customer to get a field service engineer (fse) on site and to gather data on the event. At this time, no additional information is available. A follow-up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.